Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: an 18-gauge tuohy needle was advanced slowly at the same interspace using a midline approach until a loss of resistance was achieved. A 20-gauge catheter was advanced through the tuohy needle with some resistance and was therefore withdrawn to reposition the needle. When the catheter was pulled out the distal 7.5 cm was missing. The needle was reinserted until loss of resistance and the catheter was advanced without pain or parasthesias to a depth of four centimeters into the epidural space. Following delivery, the patient underwent CT of her spine, and the 18 mm material, consistent with an epidural catheter, was found in the l3-4 left epidural space on several cuts. Surgery was not done. Medical decision was that doing surgery would cause more harm, then good.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.